Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's charger was not charging the batteries properly. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge batteries) has been confirmed. As rec'd, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the inability to properly charge the batteries is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.